Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two patient samples from the cobas 8000 e 602 module. Patient 1 initial result was 0.100 iu/l. The sample was repeated on (B)(6) 2018 on another cobas 8000 e 602 module and the results were 51860 iu/l and 50869 iu/l. Information regarding if the erroneous result was reported outside of the laboratory or if the patient was adversely affected was requested but was not provided. On (B)(6) 2018, patient 2 (female) initial result was > 10000 iu/l with a data flag. The customer repeated testing and received an error message. The sample was repeated and the result was < 0.100 iu/l with a data flag which was reported to the care unit. The doctor called and requested repeat testing. The sample was repeated on another cobas 8000 e 602 module and the result with a 1:100 dilution was 33389 iu/l with a data flag. There was no allegation of an adverse event for this patient. The reagent lot number was 28429200. The expiration date was requested but was not provided. The field service representative performed preventive maintenance, replaced the liquid level detection (lld) board and sample probe, calibrated, and ran performance testing.

Manufacturer narrative:
Clarification was received for patient 1. The initial result was reported outside of the laboratory. The doctor did not believe the result and asked for repeat testing.

Manufacturer narrative:
The calibration data showed that the hcg-b signals were below the expected range for several months. Performance testing failed and the measuring cells were replaced. There have been no further issues. The investigation was unable to find a definitive root cause.